Event description:
The company was informed that the patient developed a brain aneurysm following implant surgery. The patient was hospitalized for a week and given medication.

Manufacturer narrative:
The patient is reportedly doing well. The device remains implanted. This is the final report.